Manufacturer narrative:
(B)(4). The devices were not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that multiple spectrum infusion pumps falsely alarm "upstream occlusion" within the first 5 minutes of the start of an infusion. The customer stated that once the occlusions are cleared, there were no additional "upstream occlusion" alarms. During communication with the customer, there was no mention of patient injury.